Event description:
The event is reported as: the needle could not lock after the suture passage. The needle head was separated from the suture during the removal of the device. The reported event happened with the capio device. No patient injury reported.

Manufacturer narrative:
Eval, method: device history record. Results: the device history record for the reported lot number (02h090128) was reviewed and no issues or discrepancies were found which could potentially relate to the complaint reported. Conclusions: no root cause can be determined. Complaint cannot be confirmed due to lack of sample to perform an investigation.